Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: patient presented with preoperative diagnosis of status pre operative c5 corpectomy, c4-6 fusion done elsewhere, halo in place and underwent examination. Post operative diagnosis: status postoperative c5 corpectomy,c4-6 fusion, done elsewhere ,halo in place. On (B)(6) 2007: patient presented with preoperative diagnosis of compression flexion stage ¿v injury ¿ status post anterior plating and corpectomy (elsewhere) c4 to c6 with kyphotic deformity (prevent progression of kyphotic deformity) and underwent revision anterior cervical approach with removal of anterior cervical plate and screws, removal of 23 mm anterior peek spacer(placed elsewhere),debridement of epidural space and disk material c4-5,c5-6 first stage, second stage same day posterior cervical exposure c4 to c6 with debridement of facet joints and correction of kyphotic deformity, reduction of kyphotic deformity with instrumentation c4,c5,c6 segmental with the lateral mass fixation, longitudinal members and fusion c4 to c6 with local bone graft. Third stage same day reopening of cervical wound with the use of operating microscope, revision decompression c5 corpectomy, c5 and c6 nerve roots bilaterally with operating microscope, anterior cervical reconstruction with a 20 mm peek spacer and a 37.5 mm plate locking fixed angle screws. Intraoperative evoked potential monitoring of cervical nerve roots. Attempted ssep monitoring. Removal of halo ring, placed else where. Patient was implanted with rhbmp-2/acs. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.